Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported, the patient was manipulating the ipg and the ipg became more superficial. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned deeper in the pocket to address the issue.